Manufacturer narrative:
A ge service rep performed an onsite investigation. The communication print circuit board was upgraded and the associated jumper settings were provided. The flash drive was installed. The system was tested and found to be working as intended and put into service.

Event description:
The customer reported that the system displayed a system error message. No pt injury was reported.